Event description:
It was reported that the handheld when docked into the radical docking station with ac power, the menu/settings will jump out to the main screen. This renders the user to be unable to change any settings. However, if the handheld is used (undocked from the radical docking station), the issue does not occur. Additional information received indicated that the device was not actively monitoring a patient when the issue occurred. "It should be able to engage in patient monitoring but would not be safe as settings could not be changed." No patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.